Event description:
One of the mesh arms broke loose when the mesh was being pulled for securing. The doctor sutured in the mesh at that location, removed the broken arm and completed the procedure without any further complications being reported. The doctor was performing an anterior graft, and it was indicated that he was not using a lot of force when pulling on the mesh. No additional info was provided and no further complications were reported.